Event description:
On (B)(6) 2025, the user reported an occlusion alert. Inspection revealed a major air bubble in the cartridge, which the user removed with a syringe, resolving the alert. At the time, the user¿s blood glucose was 469 mg/dl. The occlusion delayed insulin delivery, but delivery resumed normally after the bubble was cleared. By the end, bg had decreased to 398 mg/dl and was trending downward.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.